Event description:
It was reported that on (B)(6) 2022 the mammo gantry inverted itself and no one was using the machine for a selenia dimensions equipment. A field engineer examined the equipment and determined that the switches for the c-arm were faulty and replaced both. Tested the equipment and the system met the manufacturer´s specifications. No other information is available. No harm to the staff or patients.